Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon revised a primary tkr he did several days ago as the patient fell in the hospital ward and had a peri prosthetic tibial fracture. Pt was revised with attune revision tibial component with stem and sleeve. Pt had good fixation with revision implants. Femoral implant was untouched. Poly was upsized. Good result.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: was there a surgical delay? If yes, what is the duration of the delay? There was no surgical delay. Can you confirm the primary surgery date or the original implantation date? I believe the original operation was on (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : surgeon revised a primary tkr he did several days ago as the patient fell in the hospital ward and had a peri prosthetic tibial fracture. Pt was revised with attune revision tibial component with stem and sleeve. Pt had good fixation with revision implants. Femoral implant was untouched. Poly was upsized. Good result. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. The evidence exhibited majority of the porous coating surrounded by fibrous tissue which is consistent with tissue ingrowth. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed, the tibia can be seen fractured. However, there is no evidence that would suggest that the attune rp tib base sz 3 por would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.